Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat was broken, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Underneath the seat pan there is a u shape linkage where the tilt actuator attaches, the welded piece has peeled and caused the center seat frame to snap.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Underneath the seat pan there is a u shape linkage where the tilt actuator attaches, the welded piece has peeled and caused the center seat frame to snap.